Event description:
Information was received from a manufacturer's representative regarding a patient who was receiving an unknown drug (unknown concentration and dose) via an implantable pump for failed back surgery syndrome and spinal pain. It was reported that an MRI was performed it was reported that an MRI was performed on (B)(6) 2016 and that a motor stall recovered without. No symptoms or further information related to the motor stall were reported. Refer to manufacturer report 3004209178-2016-21784 for event pertaining to the MRI.

Event description:
Information was received from a manufacturer's representative regarding a patient who was receiving an unknown drug (unknown concentration and dose) via an implantable pump for failed back surgery syndrome and spinal pain. It was reported that an MRI was performed it was reported that an MRI was performed on (B)(6) 2016 and that a motor stall recovered without incident. No symptoms or further information related to the motor stall were reported. Refer to manufacturer report 3004209178-2016-21784 for event pertaining to the MRI. Additional information received on 19-oct-2016 from a manufacturer's representative indicated they were not the specific person who had interrogated the pump and determined the motor stall had occurred, it was a clinical specialist who checked the pump after the magnetic resonance imaging (MRI). The motor stall recovered within 20 minutes. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.